Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with vizigo for which biosense webster¿s product analysis lab (pal) identified absence of the hemostatic valve. Deflection issue. It was reported that during the procedure, the vizigo was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 31-jan-2025 observed absence of the hemostatic valve. The event was originally considered non-reportable, however, bwi became aware of absence of the hemostatic valve on 31-jan-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation 27-jan-2025. Visual inspection and deflection test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath, but no valve or resistance was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The missing hemostatic valve was not reported originally; therefore, is unrelated. The potential cause of this type of failure could be related to the manipulation of the device after the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection issue¿. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster inc. Analysis finding of the ¿absence of the hemostatic valve¿. Manufacturer¿s reference number: (B)(4).